Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. D10: medical products: item#: unknown, unknown central screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. G2: foreign: united kingdom. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. It was reported that they implanted at a potential superior tilt, but it cannot be confirmed without more information or records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient was revised due to the central screw and two of the peripheral screws fractured which resulted in loosening of the baseplate. The patient is being considered for a custom implant due to the amount of bone loss in the patient's glenoid.